Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays an error message (failure of mode selector, module disabled, system failure) when an operational check is performed. There was no adverse patient impact.